Event description:
Caller states patient tested 4.0 inr on the coaguchek xs system while a comparison lab returned as 6.0 inr. Patient's warfarin dose was held for one day, and the patient was advised to increase their vitamin k intake. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.